Event description:
Customer reported prior to use the sensor look tampered with, and the ¿sensor pack looks open¿. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software and extraction was successful. Applicator (B)(6), cap have been returned and investigated. Returned sensor was observed in an unfired applicator. Sensor cap was retained within the applicator cap. It was observed that a sharp tip was bent. Minor damages was observed on sensor cap. It was observed that tamper seal was broken. Customer stated that sensor pack looks open. An extended investigation has been performed. A brief review of phase 1 investigations were conducted by hardware product quality engineering (hpqe). The device was returned due to the customer stating that the "sensor pack looks open." Upon receipt of the returned sensor, visual inspection was performed, hpqe observed a bent sharp and damage to the sensor cap. Hpqe observed the sensor to be in state 1 (storage state). Hpqe performed a visual inspection and found the sensor still in an unfired applicator with a bent sharp body and bent sharp tip. No other functional testing was required for this issue. A bent sharp can occur due to the customer double capping the applicator after opening it. The returned sensor being in state 1 (storage) further confirms the fact that the customer double capped the applicator. The issue is not confirmed to use due to double capping. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This serves as a correction report. Section[h11 - additional MFR narrative] was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported prior to use the sensor look tampered with, and the ¿sensor pack looks open¿. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software and extraction was successful. Applicator (B)(6) has been returned and investigated. Visual inspection performed on the returned product and it was observed that the applicator had not been fired. Sensor was observed in an unfired applicator. Sensor cap was retained within the applicator cap. It was observed that a sharp tip was bent. Minor damages was observed on sensor cap. It was observed that tamper seal was broken. Visual inspection performed on the returned sharp and no issues were observed. Applicator was fired onto simulated skin. Applicator was able to fire correctly. Customer stated that sensor pack looks open. An extended investigation has been performed. A brief review of phase 1 investigations were conducted by hardware product quality engineering (hpqe). The device was returned due to the customer stating that the "sensor pack looks open." Upon receipt of the returned sensor, visual inspection was performed, hpqe observed a bent sharp and damage to the sensor cap. Hpqe observed the sensor to be in state 1 (storage state). Hpqe performed a visual inspection and found the sensor still in an unfired applicator with a bent sharp body and bent sharp tip. No other functional testing was required for this issue. A bent sharp can occur due to the customer double capping the applicator after opening it. The returned sensor being in state 1 (storage) further confirms the fact that the customer double capped the applicator. The issue is not confirmed to use due to double capping. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported prior to use the sensor look tampered with, and the ¿sensor pack looks open¿. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.